Event description:
The patient reportedly experienced retention issues between the device and external equipment. Multiple attempts with varying magnet options and strengths were made. However, the problem was not resolved. Tests were performed measuring the skin flap thickness, but results were within normal range. Surgery to replace the internal magnet is being discussed.